Event description:
It was reported that four months after implant, the patient was found to have a dime-sized hole above their incision. It appeared that the patient had been scratching and picking at the wound. The hole exposed the implantable cardiac defibrillator (ICD) necessitating extraction of the entire system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 implantable cardioverter defibrillator (B)(6) 2013; 429688 implantable pacing lead (B)(6) 2013. (B)(4).